Event description:
Philips received a report where a patient allegedly suffered a burn during an examination on an achieva 1.5t nova mr system.

Event description:
Philips received a report where a patient allegedly suffered a burn during an examination on an achieva 1.5t nova mr system.